Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the biometry values were incorrect. The measurements were not used. There was no patient harm.

Manufacturer narrative:
Additional information: the system and the biometry probe were both examined. The system was determined to have met specifications and found to have functioned as intended. The biometry probe was confirmed to have been non-conforming, upon evaluation. However, the sample was not returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 12, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The cause of the reported event can be attributed to the non-conforming biometry probe/w applicator; however, how that biometry probe/w applicator became non-conforming remains inconclusive. (B)(4).